Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, after lasering for 2.5 minutes, the 200 micron tip laser fiber (tfl) ball tip fiber tip of fiber broke off. The therapeutic lasering of stone was delayed a few minutes while changing the fibers. The procedure was completed using the same set of equipment. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified, and no other reason aside from the fiber was found to have caused the event. Olympus will continue to monitor field performance for this device.